Event description:
Olympus was informed that during an on-site visit, the user facility staff did not perform any pre-cleaning steps on gif scope in transition to colonoscopy during double procedure. The staff member did not perform the air/water channel cleaning adapter or the auxiliary water channel flushing steps of the colon scope. No patient infections or injuries reported.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: 1) bedside pre-cleaning steps not followed for gif scope, eus or colon scope. Maj-1888 olympus brush being used on eus scopes. Umbilical end of scope not immersed during leakage testing. 2) noted staff carrying scope container over their head with one hand out of procedure room. 3) noted staff causing damage to umbilical end of scope during transition from upper endoscopy to colonoscopy while moving boom from one side of room to other side. The ess provided olympus bedside pre-cleaning posters for gastrointestinal scopes and eus scopes. Provided reprocessing posters for gi, tjf-q190v, eus and 180 ebus scope. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it could not conclusively specify the root cause of the suggested event. It was presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has already conducted training on proper reprocessing for the user facility. The event can be prevented by following the instructions for use which state: IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.